Manufacturer narrative:
A spacelabs field service engineer went on site to troubleshoot the loss of network. The issue was isolated to a disconnected network cable in the customer idf (intermediate distribution frame) closet. Once the cable was reconnected, the issue was resolved. The reported issue was due to a disconnected cable.

Event description:
The customer contacted spacelabs technical support to report that while monitoring a telemetry patient, network communication was lost. There was no patient or user death, or injury associated with the event.